Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question. The fse found that the probe was out of alignment, and the fse subsequently corrected it. Subsequently, the echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. Immucor technical support used a remote electronic connection method to assess the instrument in question on (B)(4) 2018 which showed that the test well in question had some very fine agglutination in the test well in question, and that the camera report was optimal, and there were no errors on the day of testing. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpected abo mistype with a galileo echo instrument.